Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
Lawyer alleges the end user was on dialysis for treatment and at the end of the treatment, the dialysis agent pushed the end user outside in the wheelchair, the end user was outside unattended and fell, cutting the end users head open, breaking ribs and fracture right hand. Lawyer alleges the end user was not placed in the appropriate wheelchair by the residence where the end user resided.